Event description:
A bipap device allegedly stopped delivering inspiratory and expiratory pressure during pt use. Reportedly, the device annunciated an alarm condition and displayed a pressure of zero centimeters of h2o at the time the event occurred. This alarm prompted the health care staff to respond to and assist the pt. As a result of the event, the pt (who was unable to independently sustain respiration) was disconnected from the bipap and temporarily received manual ventilation and supplemental oxygen until pt therapy was resumed on a replacement bipap device; however, no pt injury occurred. The device associated with the event was received by the MFR and an external evaluation revealed physical damage to the device housing; this damage was determined to be entirely cosmetic and have no potential to affect the operation of the device.

Manufacturer narrative:
An unsecured fastener (metal screw) was found inside of the bipap device. An evaluation of the device's specifications revealed the loose fastener's specifications matched those of a fastener used to secure a cable clamp inside of the bipapa. This cable clamp was found to be secured using a non-original specification fastener; however, the MFR concludes that no additional risk resulted from the use of this non-specification fastener, and only a remote risk potential resulted from the loose fastener, due to its size being insufficient to simultaneously make contact with live circuitry and the system's chassis ground. Testing of the device was performed according to authorized service test procedures (reference bipap vision ventilatory support system service manual). All tests were successfully completed without exception; including the triggering of pt disconnect alarms which could exhibit the similar characteristics as the alarms associated with the reported event. Because the bipap is designed to provide continuous positive airway pressure and indicated for assisted positive pressure ventilation (and not volume ventilation), and not for pts like that associated with this event, described as being "completely dependent" on ventilatory support, the MFR believes the device was being used in an off-label manner (ref. Bipap clinical manual). Based on all info available the bipap device performed as designed, audibly alarmed to notify the caregivers of an event and exhibited no deficiencies in its design, quality, reliability, safe use, labeling or operation. The MFR therefore concludes no further action is appropriate.